Event description:
End user reports 30 days ago he began having weeping irritated skin under the tape collar. The weeping only occurs from the 6 o'clock to 3 o'clock position and itching red skin under the rest of collar.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The reporter states he is going to try crusting with stomahesive powder. Samples were also sent to the end user. An investigation was conducted by reviewing baseline complaint data and changes in materials and processes. There was no product returned. Through the analysis of complaint data feedback, a specific root cause could not be determined. The feedback analysis showed no significant trends. The trend depicted was random and is consistent with the medical advisements and care noted by the healthcare providers. Adverse event monitoring will continue to be performed in accordance with convatec risk management procedures. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.